Manufacturer narrative:
The failure investigation has been completed and the alleged issue of malfunction was verified. However no failure was identified for the unresponsive quick bolus button.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was unresponsive and that a malfunction alarm occurred. Customer¿s blood glucose was 203 mg/dl. Customer reverted to an alternate method of insulin therapy.